Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a button error and that the alarm could not be cleared. The blood glucose reading was 7.6 mmol/l. The insulin pump was in a pocket when the customer went for a run and may have been exposed to moisture. Nothing further was reported.